Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 309328, lot# 0209256095, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the device was reprogrammed on 2016-04-13 and radiography to verify lead position. No further patient complications have been reported as a result of this event.

Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that the patient experienced incontinence when changing position since (B)(6) 2015. No diagnostics/troubleshooting performed. Reprogramming was performed on (B)(6) 2015 and the event resolved. Medical history included idiopathic functional urinary incontinence since 2008. The event was assessed as not serious, not related to the procedure, and related to the stimulation.